Event description:
Philips received a complaint by the customer on the v60 indicating that while in use, the unit alarmed proximal pressure sensor autozero failed (error 110b) alarm on screen. The unit continued to ventilate and was removed from patient with no patient harm reported. No medical intervention provided to the patient, nor a delay was noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse advised customer to reference repair path for error 110b in v60 manual and provided recommended part numbers. The customer called back, error 110b has been resolved by replacing the solenoid valve, the gas delivery system (gds), the data acquisition (da) printed circuit board assembly (pcba) and the da pcba to motor controller (mc) pcba cable. However, the unit now fails the system leak test during testing. This issue will be addressed under another record. Once issue is resolved the device will be returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.